Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that emergency medical services were required for a low blood glucose level event. The customer's blood glucose level dropped from 350 mg/dl to 69 mg/dl at the time of incident. The customer was connected during manual prime and primed 30.1 units of insulin into his body. The helpline called emergency medical services while the customer was on the phone. The customer was treated with glucose tablets. No products were replaced or returned.